Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer. The customer stated that they want to set up a reflex test to avoid generating the low result in the future. Cts did not identify a failure mode. There is insufficient evidence of a reagent or system malfunction. No further issues have been reported. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a low alpha 1-antitrypsin patient result on their au680 chemistry analyzer. The erroneous results were released from the laboratory. The customer stated patient treatment was affected. The customer could not provide any further information. The customer did not provide patient data or demographics.